Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) of a clinical study reported an abrupt termination of stimulation on (B)(6) 2016. The device was interrogated which found the electrode contact impedances were very high. X-rays were ordered which appeared to be normal. On (B)(6) 2016, an internal short was suspected. The battery and circuit board appeared to be fine as the device was still communicating. On (B)(6) 2016, the lead was removed and replaced; it was determined intraoperatively that the neurostimulator was functioning normally with the test lead cable but the electrodes 0-7 all appeared to be high resistance open circuits implying failure within the lead or lead insulation. A break in insulation was determined. The event required in-patient or prolonged hospitalization and resolved without sequelae on (B)(6) 2016. It was noted the event was related to the device or therapy. Indication for use included complex reg pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional of the clinical study reported a device diagnosis of a failure within the lead or lead insulation, a break in insulation. A clinical diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.